Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a ligament reconstruction surgery, the footprint ultra pk suture anchor 4.5 nail broke during the insertion process when making the hole, resulting in the failure of fixation. The procedure was completed with a smith and nephew back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: case-(B)(4). H2: additional information g4 (PMA/510(k)number). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The anchor assembly was not returned. Two sutures were returned with no visible defect. The insertion device has no visible defect. A functional evaluation showed the proximal knob will rotate and move the distal anchor/plug rod as intended. A material assessment could not be performed due to the anchor not being returned for evaluation. An image evaluation was performed and found the device inside the pouch. The tip of the anchor is fractured, and the rest of the anchor is not visible. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength requirements and storage requirements are specified, and each lot must be accompanied by a material certificate of analysis. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, off-axis insertion, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.